Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's partner alleges the left arm collapsed on the unit allegedly causing the consumer to fall out of chair onto a metal plate.